Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a dreamtome rx 44 was used in the pancreaticobiliary system during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, while sphincterotomy was being performed, once the device was energized, the cutting wire of the dreamtome rx 44 broke. The procedure was completed with a different device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.